Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The pk dissecting forceps had been returned and was evaluated by the advanced failure analysis (afa) team. Afa was performed and completed by engineering. The instrument was inspected under various levels of magnification and the engineer did not find the instrument to exhibit any signs of corrosion or rust at the distal end. The grips were not found to have any damage or irregularities. The cause of the reported customer event was not identified. The following finding was unrelated to the customer reported complaint: afa found the failure of thermal damage on the instrument bipolar yaw pulley. The instrument was found to have thermal damage on one of the two bipolar yaw pulleys. The damage was located at the base of the grip, on the outer surface of the yaw pulley. As a result of the damage, a section of the active electrode on the grip was exposed, which would not normally be exposed. The instrument passed the electrical continuity test. The instrument had 1 remaining use out of 10. A review of the manufacturing history indicated no related nonconformance. It was unclear if the thermal damage observation and the customer reported complaint of rust were related. As the yaw pulley surface containing the thermal damage is not metal and would not rust, the failure was determined to be unrelated. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Manufacturer narrative:
The pk dissecting forceps instrument was analyzed and the technician did not find any signs of corrosion at the distal end of the instrument. An additional observation not reported by the site that is not related to the customer reported complaint: the instrument was found to have thermal damage on the bipolar yaw pulley. As a result, the electrode was exposed. The instrument passed the electrical continuity test.

Event description:
It was reported that the pk dissecting forceps front was rusty. There was no report of patient involvement or reported injury.